Event description:
The device was used during a gallbladder procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was not able to retrieve the component because they could not be seen. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA.